Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was fluid leaking onto the floor from a broken main waste line fitting in the synchron lx20 pro clinical analyzer. Customer technical support (cts) directed the customer to stop the system and place paper towels in the compartment and on the floor. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and discovered a broken y fitting on the waste line; the fitting and line was replaced by the fse. No further leaking noted by fse following repairs. Bec identifier for this report is (B)(4).